Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back with their nurse assistant and reported that their constipation and then how they kept "going and going and going" and was "miserable" had "straightened itself out" since they last spoke with patient services however also since they last spoke to patient services, they've been going 4 times a night in the middle of the night and having accidents (urine). Patient mentioned that also "you know how it shocks you? Well, it's right on the right hip and the right hip starts to ache after about 6 hours.". Patient stated the aching was on the same side of where their implant was but not at the implant site, that it was aching "down in their rear end" and it would "shock" them. Patient services asked the patient what happened when they went to see their hcp at the end of december, and the patient did not provide any information; they just mentioned the aching that started happening in every setting they'd tried thus far. Patient stated they had an appointment with their hcp tomorrow. Patient services redirected the patient to follow up with their hcp about their concerns so they could check the implanted system. Patient to follow up with hcp.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that sometime in october they noticed a sudden return of symptoms, and didn't feel any stimulation. The patient said that they went to healthcare provider (hcp) office in (B)(6) and had an x-ray taken and was told that everything looked fine. They also said that the healthcare provider prescribed antibiotics and also made an adjustment and increased the setting. When asked, patient said that did have a fall, the last week of november and did fell backwards and hurt their right hip. The patient said that their right hip had been sore for the past week and all of a sudden, they felt the stimulation sensation and it was shocking their right hip and hurt all the way down to their ankles. Reviewed therapy information and general programming guidance. With instruction, the patient with the help of family members connected to implant and decreased the setting to a comfortable level. They will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient was to monitor stimulation sensation and right hip and make additional decreases to the setting if needed. They said that they had a follow up appointment with their managing physician on (B)(6) and a manufacturing representative was going to be there. Patient was directed to provide update to managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.